Event description:
A surgeon reporting that following an intraocular lens (iol) implant procedure, the pt reported her quality of vision was not good. The pt described that she felt there was something covering and blocking her right eye and the vision was not clear; similar to wearing a contact lens that is dirty. After checking the pt's right eye under the slit lamp, the surgeon observed that the whole optic of the lens was full of glistening. The surgeon added that glistening can usually be seen under the slit lamp a few months after cataract surgery and minimal amount of glistening was observed. For this case, it happened as fast as the first post-operative day and the glistening was seen all over the 6.0mm optic. Additional information received from the surgeon which indicated the iol had been exchanged. Additional information has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis and the reported complaint of poor quality vision, glistenings could not be verified. Functional lens bench testing could not be conducted due to the optic damage. The product was damaged and this damage was not mentioned by the customer. Solution was observed dried on the lens. The lens was cleaned with lphse. Lens appears clear. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause for a poor quality of vision, glistenings; however, the lens was damaged. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. (B)(4).